Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The presenting electrogram (egm) shows undersensing of an atrial arrhythmia (functional undersensing). The atrial arrhythmia burden alert was increased to greater than 24 hours. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. Additional information received advised this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead at 0.5mv (millivolts). The presenting egm and stored atrial tachy response (atr) episodes show occasional atrial under sensing during atrial arrhythmia with frequent mode switching. The battery status is normal and the other available lead measurements are satisfactory. Further review was recommended. At this time, the device and ra lead remain in service. No adverse patient effects were reported.